Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patient had extensive calcium in the left ventricular outflow tract (lvot) extending below annular plane into the interventricular septum. During the procedure, prior to introduction of the valve, a pre-balloon valvuloplasty was performed with a non-abbott balloon. The patient went into complete heart block as a result. The valve was then successfully implanted at a depth of 4.5mm to the ncc. A permanent pacemaker was then implanted to treat the heart block. The patient is stable, remained hemodynamically stable throughout the procedure, and there was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patient had extensive calcium in the left ventricular outflow tract (lvot ) extending below annular plane into the interventricular septum. During the procedure, prior to introduction of the valve, a pre-balloon valvuloplasty was performed with a non-abbott balloon. The patient went into complete heart block as a result. The valve was then successfully implanted at a depth of 4.5mm to the ncc. A permanent pacemaker was then implanted to treat the heart block. The patient is stable, remained hemodynamically stable throughout the procedure, and there was no clinically significant delay.

Manufacturer narrative:
An event of heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.